Manufacturer narrative:
(B)(4). Concomitant medical products ¿ concomitant devices ¿ vanguard cruciate retaining interlok femoral component left 70, catalog #: 183032, lot #: ni, vanguard cruciate retaining tibial bearing 16x79/83 ,catalog #: 183466, lot #: ni, biomet 360 tibial tray 79mm, catalog #: 185205, lot #: ni, series a thin 3-peg patella 34mm, catalog #: 184786, lot #: ni. It is indicated by the complainant that the devices will not be returned to zimmer biomet for investigation, as the devices remain implanted. The complaint sample was not evaluated and the reported event was not confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-05988; 0001825034-2018-05989; 0001825034-2018-05990; 0001825034-2018-06006. Device remains implanted.

Event description:
It is reported that the patient had an electromyography (emg) for tingling muscle complications following approximately four months knee arthroplasty. No additional patient consequences were reported.